Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 203-285 mg/dl. A correction bolus and insulin injections were used to address the high bg level. The customer did not know what was causing the high bg. During troubleshooting with tandem technical support, no device issues were identified. The customer had changed the type of infusion set used; however, did not think the high bg was related to the infusion set site. Reportedly, the customer was legally blind and could not verify if there were air bubbles in the tubing. Tandem technical support advised the customer to discuss the event with a healthcare provider.